Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw.

Event description:
It was reported that while attempting to replace the cardiac resynchronization therapy defibrillator (crt-d), the setscrew would not come out. Eventually, a "grip" was made on the setscrew and the lead was removed from the device. The crt-d was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.